Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.